Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The probes are giving erratic readings, from -5 to 145 and back to 5 while the surgeon is talking to the patient and watching the monitor. They have had four 1104g probes with issues in this month. The hospital s a regular user and is very aware of how the product must be used. Distributor's technician checked the monitors and they are working perfectly. Additional information has been requested. Linked to mfg. Report numbers: 2023988-2017-00011, 2023988-2017-00013, 2023988-2017-00014, 2023988-2017-00015, 2023988-2017-00016, 2023988-2017-00017, 2023988-2017-00018.

Manufacturer narrative:
Integra has completed their internal investigation on march 16, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: the catheter has not been returned for investigation. DHR review; there were (B)(4) lots model 110-4l shipped to the customer from january 1st 2016 to january 15th 2017; their batch history records indicating that all requirements met before they were released to finished goods. Complaints history; (B)(4). Conclusion: could not be confirm since the customer did not return the device for evaluation.